Event description:
It was reported to medtronic neurosurgery that one day after the patient was connected to the external ventricular drainage system the physician found a leak in the first 3-way stopcock of the device, and that the device was replaced. According to the report, the patient did not incur an injury and was doing fine following the event.

Manufacturer narrative:
Only the patient line was returned. The device was patent; however, it did not meet the requirements for the leakage test due to cracks on the injection port luer arm. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.